Event description:
Physician reported that the patient had passed away after experiencing periods of apnea. It was noted that the patient had been hospitalized twice for the apnea and died during the second hospitalization. The physician noted that she did not think that the patient¿s death was from a seizure. The patient was noted to have not been sick. During a car ride back from the beach, the patient became apneic in the car and threw up resulting in hospitalization and another apneic spell occurring. Further information was received that the physician stated that the patient had a history respiratory issues, including pneumonia, which had resulted in past hospitalization. The physician could not conclusively state whether or not the respiratory issues contributed to the reported apneic episodes which resulted in the patient's death as she had not seen the patient for awhile prior to the patient's hospitalization and passing. The physician did note that the patient was sick and had a lot of health issues including cerebral palsy. No other relevant information has been received to date.